Event description:
The line was occluded. They had to remove the line and place a new tpn line. Additional information has been requested but not provided by the reporter. A section of the device did not remain inside the patient's body.

Manufacturer narrative:
No known impact or consequence to patient. Occlusion within device is not labeled. Event evaluation: still under investigation.